Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed too much insulin for the carbohydrates consumed and delivered a bolus. At the time of the reported event, the customer's blood glucose (bg) level was 73 mg/dl. The customer confirmed that the reported event occurred due to user error, and that bg levels continued to be within target range since the event.